Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the severely calcified obtuse marginal (om). The physician was unable to cross the lesion with the 2.75x12 mm taxus express2 drug eluting stent. When the stent was pulled back, the stent was found to be kinked. The procedure was completed with another taxus express2 drug eluting stent. No patient complications were reported. Patient status reported as "ok".